Event description:
Pump issued alarm 20 during pumping, prompting customer to contact support. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in attempting to load a new cartridge, but cartridge alarm recurred, suggesting unresolved issue. Pump was not replaced due to warranty expiration, leaving customer without a solution.